Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Follow-up was conducted with the clinic and it was further reported that the atrial lead was replaced due to high thresholds. No patient complications have been reported as a result of this event.

Event description:
The patient called to report that they have had a "broken" lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).